Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent an left ventricular assist device (lvad) procedure. During the procedure, the rhythm was going flat. It was noted the patient was pacer dependent. The field representative inquired why the noise reversion mode did not work. Technical services (ts) discussed options to mitigate this issue. Additional information indicated there was pacing inhibition greater than two seconds. The electrocautery mode was programmed off for the remainder of the case.